Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection. The entire system will be explanted in the near future. It was noted the patient was receiving intravenous antibiotics.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.